Event description:
Boston scientific received information that upon explant of this device due to normal battery depletion, it was noted that the head of this device was loose. There were no clinical observations or adverse patient effects reported with regards to this device.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. [This device was manufactured prior to the manufacturing changes.]